Event description:
It was reported that during original lead removal the distal end separated leaving a fragment including the 4 electrodes. The patient had a new lead implanted contralaterally with no issues. It was noted that the patient had good stimulation and the procedure was otherwise unremarkable. The lead fragment was unremoved and there was a normal elective replacement indicator (eri). Additional information received reported that the event took place on (B)(6) 2014 and the components were not recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v779354, implanted: (B)(6) 2011, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).